Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, after 30 minutes of use, the device jammed when opening and closing it. There was no patient injury.